Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient implanted with aris mesh. (B)(6) study- repeat midline incisional separation noted with mesh exposed, no s/s infection. Patient reported pain with intercourse. Continued mesh exposure due to separation of midline incision - successful immediately after procedure but incision repeatedly reopens after approximately 6 weeks. Outpatient surgery to close incision. Recurrent vaginal mesh exposure and wound separation - excision of mesh. Patient noted profuse vaginal bleeding with clots. Was taken to ER and found to have arterial/arteriole bleeder on anterior vagina to left of midline 2 cm inside vagina. Successful ligation of vaginal arterial bleeder.